Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet bionic pancreas with dexcom integration, including instances where the pump displayed erroneous low values compared with fingerstick results, transient calibration disconnects, user-reported ¿ghost boluses,¿ and infusion site irritation and bleeding upon removal of contact detach sets. Symptoms included hypoglycemia with a lowest reported glucose of 45 mg/dl, anxiety related to fear of severe lows, and receipt of low and urgent low alerts. Outcomes included self-treatment with oral carbohydrates, no loss of consciousness, no need for assistance, and no professional medical intervention or hospitalization. Investigation included complaint intake and review of user-reported device behavior and blood glucose history. Investigation of this case revealed an unclear cause of hypoglycemia with contributing factors that could include sensor-pump communication or calibration issues, user-initiated bolusing behavior, and infusion site irritation, while pump safety features were perceived by the user as insufficient. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.